Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, button error alarm or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
The customer reported via telephone call that the buttons were not completely responsive. The customer did not recall the blood glucose reading or any significant event leading to the keypad issue. The customer reported that the blood glucose had been running high, about 200 mg/dl. The battery cap did not screw in properly. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.